Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an hypogastric artery aneurysm treatment procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 10f and 12f sheath and the hypogastric artery aneurysm treatment procedure was completed. Reportedly post procedure, the proglide threads [sutures] were used for vascular closure, using the knot management technique with the suture trimmer. The knots of both preplaced sutures were successfully advanced; however, hemostasis was not achieved and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.